Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two screws were implanted on (B)(6) 2015 during an acl procedure. The patient developed an inflammation reaction in the tibia after the acl procedure. Only the tibial screw lead to a reaction. As the tibial and femoral screw have the same dimension the surgeon is unable to tell which batch created the reaction. The screw remains in the patient. No more information has been made available.